Manufacturer narrative:
An event of a deployment deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 10mm amplatzer septal occluder deployed deformed, cobra-shape, during the procedure. The device was exchanged and there were no patient consequences.